Manufacturer narrative:
A draeger service technician performed a mechanical check on both delta pt monitor and ids. Both devices were verified to be within draeger mechanical specifications. According to the complainant, the ids remained seated in place when the monitor fell. There was no mechanical ids malfunction identified. It appears that the monitor was not securely positioned onto the ids by the user. According to the delta pt monitor IFU, the monitor should be set onto the ids (docking station) using two hands, one holding the handle, and the other steadying the monitor. The monitor should be clicked firmly into place. A battery charge indicator led lights up when the monitor is properly docked. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this condition.

Event description:
It was reported that the device fell on a pt's head. Pt suffered an injury on his head (lump). (B)(4).